Manufacturer narrative:
(B)(4). As per med watch report received mw5062657: it was reported that an 840 ventilator went into inoperable condition and stopped cycling then turned back on. Patient was intubated and about to be connected to ventilator. Additional information provided as: no patient harm. Ventilator serial number (B)(4).

Manufacturer narrative:
(B)(4). The service engineer inspected the device. The ventilator was run for two and a half hours. The ventilator alarmed and generated a graphical user interface (gui) inoperable condition with blank display. The gui printed circuit board (pcb) was replaced. The ventilator then passed all the required testing.

Event description:
It was reported that the 840 ventilator powered off during patient use. Additional information was requested regarding the patient and the event but no response received from the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.